Event description:
Event description guidant received information that this pacemaker was checked 7 months ago and the battery voltage was 2.71 volts with a battery impedance of 3.21k ohms. Now the battery appears to be depleting early. The battery voltage is 2.2 volts and the battery impedance is over 24k ohms. The doctor is dissatisfied that the battery replacement indicator did not trigger. The device was explanted and replaced.